Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause of the observed (ua) 07 error was the defective load cell. The defective load cell was likely attributed to user mishandling such as a drop or a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. Upon further visual inspection, unrelated to the reported complaint, noticed the platform cover has missing screws. The observed issue is characteristic of normal wear and tear. The screws were replaced to address the issue. Also, unrelated to the reported complaint, noticed the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The clutch plate was deburred to address the sticky clutch problem. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The returned autopulse platform was manufactured in june 2008 and it is more than 13 years old, well beyond the expected service life of 5 years. The autopulse platform failed initial functional testing due to (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. Load cell characterization test revealed that the load cell module 1 was defective. The load cell was replaced to address the reported complaint. The archive data review showed multiple (ua) 07 error messages around the reported event date, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.